Event description:
The patient contacted animas alleging a high blood glucose (bg). The patient reported that her bgs began to elevate on (B)(6) 2011 (readings unknown). On (B)(6) 2011 the patient was taken to the ER for shortness of breath and when tested with hospital meter or laboratory instrument her blood glucose was 750 mg/dl. The patient claimed when she was at home she was treating the high bgs with correction boluses via the pump. In the ER, the patient stated she was taken off the pump and placed on an insulin drip. The patient informed animas customer support that blood work performed while in the ER revealed she had an myocardial infarction (mi). It is not known if the patient had the mi on (B)(6) or (B)(6). At the time of troubleshooting, the patient claimed she changed site on (B)(6), (B)(6) and (B)(6). The patient denied any issues with bubbles in cartridge or tubing, leaking of insulin or connection issues. The patient also denied any issues with redness, lumps, bumps or any other site issue. During review of pump history it was noted that the last alarm in history was an empty cartridge alarm on (B)(6) 2011. Prime history revealed a fill cannula of .1u on (B)(6) 2011 at 12:41pm and a prime of .6u at 12:40pm. Prior to that a fill cannula and prime had been performed on the morning of (B)(6) 2011. The patient confirmed bolus history was correct. Customer support noted that the patient was not priming tubing or completing fill cannula steps properly which may have contributed to the elevated bgs in addition to stress on body from mi. Customer support reviewed with patient proper steps to prime tubing and fill cannula. Although there is no indication that the subject pump malfunctioned, this complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information/follow-up 2: patient outcome attributed to adverse event was omitted in error on the 3500a

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the incident is unavailable for review as it has been overwritten due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.